Event description:
It is reported that a customer wanted their sensor replaced. The patient's blood glucose level was unknown. The customer stated that the sensors were caught by a piece of clothing and was ripped off. Another incident the sensor came off with the needle still stuck half way inside the body while in the shower. The customer was told that they were shipped a new sensor but has not received it yet. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.